Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s with multiple cartridges during the load process. The customer's blood glucose level was 258 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.